Event description:
It was reported that a review of an episode which looked like an inappropriate shock was sent to technical services (ts). Ts discussed the episode and noted that there was a change in conduction where the rhythm was more biphasic then the qrs size gets smaller and the t-wave bigger resulting in an inappropriate shock. Ts discussed possibly changing the vector which may manage the signal better. No adverse patient effects were reported. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted.

Manufacturer narrative:
This sicd remains implanted. Should additional information become available this investigation will be updated.